Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the black box showed multiple loss of prime warnings with low non zero and zero force. The pump was exercised for 24 hours and no alarms were emitted. Force calibration testing was performed and passed. The pump was opened to find no evidence of physical damage on the force sensor pins. (B)(4).